Event description:
It was reported that the patient presented for an upgrade to biventricular implantable cardioverter defibrillator. During the procedure, the left ventricle (lv) lead to be implanted was dislodged during removal of cs sheath. The lv lead was removed completely to insert a new cs sheath to allow proper lv lead placement. The lv lead was flushed and some amount of saline was noted to be leaking out through the insulation. The lv lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and insulation damage. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found an insulation damage at 12.1 cm from the connector pin, consistent with procedural damage, which caused the reported event of ¿some amount of saline was noted to be leaking out through the insulation¿. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.